Event description:
Customer reported difficulty connecting device to charger. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from technical support and is in the process of acquiring a new tandem device as their current device is out of warranty. No further actions were taken.